Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment and was able to replicate the issue on-site. The medtronic representative also found button presses and found prior error code 33 had occurred during idle period between usage. The medtronic representative opted to replace the pleora ethernet iport, system control board and atp console. The medtronic representative then performed an imaging system check-out, all areas passed. System performed as intended. The medtronic representative reported the issue was resolved after replacement of the above components. The pleora ethernet iport, system control board and atp console were returned to the manufacturer for analysis; all were found to be fully functional with no problem found. The reported event could not be duplicated by internal testing of the components . (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system was unable to take a fluoro. To troubleshoot the site rebooted the system twice, unplugged and replugged the mobile view station (mvs) interface (umbilical) cable without resolution. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.